Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged medical consultations and injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. It is also alleged by patient attorney that patient had unspecified injuries, including consultation with medical providers. .as reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device 1 and 2). Per op notes, "two 3dmax mesh (device 1 - left and 2 - right) were placed on both left and right side of the inguinal ligament to the cooper's ligament using prolene sutures." On (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair. Per op notes, "hernia sac was adherent, appeared to be a mesh (device 1) and also there was a lot of scarring and fibrotic tissue were taken down. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged medical consultations and injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. It is also alleged by patient attorney that patient had unspecified injuries, including consultation with medical providers. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."